Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure the attachment device was "overheating". It is unknown if a delay was experienced during surgery. No patient harm, adverse outcome or injury was alleged. A spare identical device was available. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.